Manufacturer narrative:
This report covers patient no. 9 out of 20. Please refer to FDA report no.: 3008478369-2020-00001 (internal ferrosan medical devices a/s report no.: qn 200078684) for evaluation of this event. It was reported that similar events have occurred for around 20 patients over a year span. Therefore, 20 internal reports have been done and accordingly 20 reports to FDA are done. Reference numbers: FDA ferrosan medical devices a/s 3008478369-2020-00001 200078684. 3008478369-2020-00003 200078921. 3008478369-2020-00004 200078922. 3008478369-2020-00005 200078923. 3008478369-2020-00006 200078924. 3008478369-2020-00007 200078925. 3008478369-2020-00008 200078926. 3008478369-2020-00009 200078927. 3008478369-2020-00011 200078929. 3008478369-2020-00012 200028930. 3008478369-2020-00013 200078931. 3008478369-2020-00014 200078932. 3008478369-2020-00015 200078933. 3008478369-2020-00016 200078935. 3008478369-2020-00017 200078936. 3008478369-2020-00018 200078937. 3008478369-2020-00019 200078938. 3008478369-2020-00020 200078939. 3008478369-2020-00021 200078940.

Event description:
This report covers patient no. 9 out of 20. Please refer to FDA report no.: 3008478369-2020-00001 (internal ferrosan medical devices a/s report no.: qn 200078684) for evaluation of this event.